Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, home patient (hp) connected to the hc during initial drain. The hp stated he left the hc setup in the morning and then the hc winded up in the initial drain so he connected himself. The technical service representative (tsr) hp would need end therapy and start over with new supplies. Global product surveillance contacted the peritoneal dialysis nurse on (B)(6), 2011. The rn stated that the hp was doing fine and completing therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps is confirmed because it was reported in the event description that the user connected to patient line at the wrong time. The assignable cause code was undetermined because even though there was an identified use error, there was not enough information to determine an assignable cause code. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. If additional information becomes available, then a follow up MDR will be submitted.